Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018, for a basic evaluation (be) for urgency frequency. It was reported that the trial patient thought they had 2 leads in their back, but noted they only have one lead now. They also mentioned that their urgency was not painful, but was uncomfortable. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the issue. The issue was not resolved at the time of report. It was advised that the patient contact their clinician for the issue. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.